Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 3/11/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings:. Keypad is intact; up arrow symbol worn. Keypad response during investigation is intermittent. Removed keypad to inspect under keypad contacts, contamination found under all keypad contacts. Battery cap not returned w/ pump, test cap used to perform test. Unrelated to the complaint, the display dim/faded (pink) and the battery compartment is cracked below the bumper to the case seal.